Manufacturer narrative:
Initial reporter address 1: (B)(6). Initial reporter city:

Event description:
It was reported that shaft break occurred. During unpacking of an 8mm x 3.00mm nc quantum apex balloon catheter, it was noted that the shaft was broken. The procedure was completed with a 3mmx8mm non-boston scientific balloon. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
E1: initial reporter address 1: (B)(6). E1: initial reporter city: (B)(6). Device evaluated by MFR.: media provided by the customer was reviewed and shows shaft separation. Returned product consisted of an nc quantum apex mr 8mm x 3.00mm catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and blood in the balloon. Balloon was identified with tight folds. Separation was identified at shaft 56.8 cm from the strain relief and prolapse tip was identified. Product analysis confirms the reported event as shaft break was confirmed 56.8 cm from strain relief. Although the reported event stated that time of event was after opening device, contrast was found in inflation lumen and blood in the balloon, which indicates device was prepped and/or likely used in procedure.

Event description:
It was reported that shaft break occurred. During unpacking of an 8mm x 3.00mm nc quantum apex balloon catheter, it was noted that the shaft was broken. The procedure was completed with a 3mmx8mm non-boston scientific balloon. No patient complications were reported and the patient status was stable.